Event description:
In 2006, a patient with large tortuous anatomy was treated for a thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. The physician attempted to implant the device, but it would not advance due to tortuosity. The physician first attempted to retract the sheath and device together, but was unsuccessful. The physician was able to tretract the sheath independently from the device. However, upon removal of the device, it pre-deployed in both the aorta and in the left common iliac artery. The patient was then converted to an open repair. The following day, the patient expired with the cause of death stated as heart failure.

Manufacturer narrative:
Device was discarded by the facility. A review of the manufacturing paperwork was conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.